Event description:
On (B)(6) 2014 a technical question was received relative to a pause > 3 sec in the egm suggesting a failure to capture. An analysis was sent to the sales rep stating as the potential root cause of the issue as being a lead or connection issue. It was suggested to reproduce the noise and perform tests with the patient in both a and v channels and with egm in real time trying to reproduce the phenomenon. If the lead(s) issue would confirmed, it was recommended evaluate a re-intervention (under clinical decision). On (B)(6) 2014 a re-intervention was performed. The v lead was disconnected from the device and an impedance of 350 ohm was obtained with the psa. It was not possible to check the lead integrity. The v lead was re-connected again to the device and then the a lead was disconnected obtaining in this case good and normal measurements. Since the integrity of the old v lead was not guaranteed it was decided to implant a new v lead. After placing correctly the new lead, the old v lead was tried to disconnect again but this time it was not possible. Two screwdrivers were used but the old v lead remained tightened in the device connector port. Finally the old v lead had to be cut at pin level and the device with the old v lead pin inside was returned to be analyzed. Both a and v leads (unknown brand) were abandoned and new device was implanted.

Event description:
On 27 february 2014 a technical question was received relative to a pause > 3 sec in the egm suggesting a failure to capture. A analysis was sent to the sales rep stating as the potential root cause of the issue as being a lead or connection issue. It was suggested to reproduce the noise and perform tests with the patient in both a and v channels and with egm in real time trying to reproduce the phenomenon. If the lead(s) issue would confirmed, it was recommended evaluate a re-intervention (under clinical decision). On (B)(6) 2014, a re-intervention was performed. An external pacemaker was used. The v lead was disconnected from the device and an impedance of 350 ohm was obtained with the psa. It was not possible to check the lead integrity. The v lead was re-connected again to the device and then the a lead was disconnected obtaining in this case good and normal measurements. Since the integrity of the old v lead was not guaranteed it was decided to implant a new v lead. After placing correctly the new lead, the old v lead was tried to disconnect again but this time it was not possible. Two screwdrivers were used but the old v lead remained tightened in the device connector port. Finally the old v lead had to be cut at pin level and the device with the old v lead pin inside was returned to be analyzed. Both a and v leads were abandoned and a new device was implanted.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical function. The device header was identified to be detached from the can.

Event description:
On 27 february 2014 a technical question was received relative to a pause > 3 sec in the egm suggesting a failure to capture. A analysis was sent to the sales rep stating as the potential root cause of the issue as being a lead or connection issue. It was suggested to reproduce the noise and perform tests with the patient in both a and v channels and with egm in real time trying to reproduce the phenomenon. If the lead(s) issue would confirmed, it was recommended evaluate a re-intervention (under clinical decision). On (B)(6) 2014 a re-intervention was performed. The v lead was disconnected from the device and an impedance of 350 ohm was obtained with the psa. It was not possible to check the lead integrity. The v lead was re-connected again to the device and then the a lead was disconnected obtaining in this case good and normal measurements. Since the integrity of the old v lead was not guaranteed it was decided to implant a new v lead. After placing correctly the new lead, the old v lead was tried to disconnect again but this time it was not possible. Two screwdrivers were used but the old v lead remained tightened in the device connector port. Finally the old v lead had to be cut at pin level and the device with the old v lead pin inside was returned to be analyzed. Both a and v leads (unknown brand) were abandoned and new device was implanted.